Manufacturer narrative:
Concomitant products: product ID 748351, serial # (B)(4), implanted: (B)(6) 2015, product type extension; product ID 3387s-40, lot # va0jy0m, implanted: (B)(6) 2014, product type lead; product ID neu_unknown_prog, serial # unknown, product type programmer, physician. (B)(4).

Event description:
It was reported that low impedance of less than 50 ohms was measured on electrode pair 0 and 1 during a replacement of the implantable neurostimulator (ins) and extension. The patient was reprogrammed using electrode pair 2 and 3 with less efficacy and no shocking that was really bothering them. No outcome was reported regarding this event. If additional information is received, a follow up report will be sent.

Event description:
Additional information received from the manufacturer representative (rep) reported that after replacement of the implantable neurostimulator (ins) the patient returned for her wound check and the shocking had returned and the impedances were showing as low again. The healthcare provider (hcp) later replaced the extension and the intraoperative impedances looked good. Again post-op the patient reported numbness and tingling in her fingers and the pulse width was reduced from 90 to 60. The sensation remained and the short appeared again in the impedances. The electrode combination of 0 and 1 showed 30 ohms. The patient was being shocked on the contra lateral side when the ins was turned on and she could not use 0 and 1 without being shocked. She was reprogrammed to 2 and 3, but could never get good therapy benefit. On 0 and 1 she got 100% tremor control, but only 50% on 2 and 3. She was not getting the same level of tremor control this way, so the rep wanted to know what could be done next. The patient denied having twiddlers syndrome. She had a clinic evaluation and impedances were taken at multiple positions and with pressing at the lead-extension site. The 0 and 1 measured at 9 ohms, with all other combinations within normal limits. The patient remained programmed on 2 and 3 with 50% relief. Refer to manufacturing report #3004209178-2015-05831 for the issues that occurred prior to ins replacement